Event description:
Customer called and stated that she had accidently changed the units of measure while setting the time and date on her meter and didn't realize what she had done for three days. She stated that she changed her insulin dosage based on the low readings she was seeing on the meter, but that she did not need medical attention because of it. Customer service helped the customer to change the units back to mg/dl.